Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue and resumed insulin delivery. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 587 mg/dl and high ketones. Ketone levels identified as life threatening by their health care provider. Customer attempted to address the elevated bg by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and there was no permanent damage. Multiple follow up attempts were made by tandem technical support to obtain the hospital release date, however, no response was received by the customer. Ultimately, the customer reverted to an alternant form of insulin therapy.